Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer was at his doctor office and was unable to upload the device due to keypad anomaly. Customer took the battery out and reinserted it and the device alarmed battery out limit, buttons were still not responding. Customer's blood glucose was 177 mg/dl. Customer doesn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform operating currents test or verify battery out limit due to unresponsive buttons. The insulin pump has cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.